Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2008. Upon a scheduled follow-up on (B) (6) 2010, some issues were encountered with the programming system: the user was unable to print with orchestra + programmer (software (B) (4)); the message 'printing in progress' was displayed permanently. The programmer closed down when an attempt to interrogate the device was made. Upon interrogation, a warning message was displayed to the user: please refer to user help (27). Device was reinitialized 1 time since beginning of life. Last reset date 16.5.08 11:54. In addition, an arrhythmia episode (labeled as ventricular fibrillation, dated (B) (6) 2010 17:25) was stored in the implant memory and was reportedly related to oversensing ("double sensing"); this episode was not treated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.